Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has reported he is having difficulty charging his ipg. The patient reported he must press the antenna over the ipg, and if he does not, the charger stops communicating with the ipg. Patient was sent hypafix. Follow up revealed the patient was still having issues with charging, and will follow up with the sjm representative with the issue.